Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lead replaced because hcp believed that positioning was sub-optimal. Right sensight lead was removed and new one put in. The issue was resolved at this time.